Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A customer contacted baxter's technical service center to report a burnt sulfur smell on a homechoice machine. An external/internal inspection was performed and passed. The reported issue was not confirmed. The device passed all rite testing. The assignable cause was undetermined. Following the evaluation, the device was sent for servicing.

Event description:
The customer contacted baxter's technical service center to report a burnt sulfur smell on a homechoice (hc) machine during use at the end of therapy. The technical service representative (tsr) asked the caregiver care giver (cg) if the hc was on. The cg stated no. The tsr initiated a swap of the machine. The cg was advised to contact the registered nurse (rn) regarding them receiving a 10.4 smartcare hc. The cg stated she would call the registered nurse (rn) for programming. The tsr recommended that the home patient (hp) use manual bags for the night. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.